Event description:
It was reported to boston scientific corporation (bsc) via an article published in the world journal of urology titled automated intrarenal pressure control in flexible ureteroscopy using an integrated ureteroscope pressure measurement and fluid management system: first in human use. The study involving the boston scientific lithovue elite (lve) single-use digital flexible ureteroscope and the stonesmart connect console (lithovue elite mode), used in conjunction with the asury fluid management system, was conducted in a cohort of fourteen adult patients undergoing flexible ureteroscopy for renal or ureteral stones. The procedures were conducted between april and june 2025 at two centers in santiago, chile, 14 patients underwent furs with asurys. All procedures incorporated continuous intrarenal pressure monitoring and automated irrigation control. According to the study, one patient (7%) experienced a clavien dindo ii urinary tract infection requiring antibiotics at discharge. The affected patient had a documented preoperative positive urine culture and an indwelling ureteral stent prior to the procedure. The study notes that despite culture directed antibiotics, sterilization was not achieved preoperatively, and the procedure was performed under antibiotic coverage per institutional practice. Additionally, postoperative monitoring followed a structured protocol to identify early complications. Laboratory testing including albumin, complete blood count, and blood urea nitrogen was performed preoperatively and again 2 to 3 hours after surgery to assess for acute inflammatory or renal changes. Clinical follow up occurred at 24 to 48 hours to evaluate for persistent pain, fever, or early signs of renal dysfunction. A second assessment on postoperative day 7 was conducted to identify any new symptoms or delayed complications. Pain levels were measured using a visual analogue scale (vas 0 to to 0). Based on the available information, this study represents the first clinical use of an automated fluid management system with intrarenal pressure control (asurys) during flexible ureteroscopy. The device maintained stable pressures throughout the procedures, and the overall adverse event rate was low. Surgical visibility and workflow were reported as favorable, suggesting that dynamic pressure regulation may enhance both safety and procedural efficiency. The findings support further evaluation of this technology in larger, multicenter populations to confirm its clinical benefits and to assess its impact on cost effectiveness, stone free outcomes, and postoperative quality of life.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: health care facility: urology department, (B)(6). Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of medication required. Literature source: fulla j, larenas f, saldivia d, et al. Automated intrarenal pressure control in flexible ureteroscopy using an integrated ureteroscope pressure measurement and fluid management system: first-in-human use. Clinical study.world journal of urology (2026) 44:45. Https://doi.org/10.1007/s00345-025-06127 w.